Event description:
It was reported that during the procedure, the device was not coagulating well. A second instrument was used to finish the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.